Event description:
It was reported that a review of the presenting electrogram (egm) looked like atrial loss of capture. Techincal services suggested evaluating the atrial threshold with a surface on. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)/